Event description:
The complainant alleged that the first responders were responding to a call for a pt (age and gender unk) who was in cardiac arrest. The first responders monitored the pt with the device in semi-automatic mode. The pt was presenting a ventricular tachycardia heart rhythm with a heart rate of 160-169. The complainant indicated that twice the device emitted a "no shock advised" message for a shockable heart rhythm. The ambulance crew arrived eleven minutes later and shocked the pt using their own zoll device in manual mode and administered drugs to the pt. The pt was transported to the hosp and continued to have a pulse upon arrival at the facility. The pt subsequently expired at the hosp.